Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-08233. It was reported the pt was unable to receive adequate pain coverage without increased simulation in the rib area. X-rays revealed lead migration. The next course of action was yet to be determined. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.